Manufacturer narrative:
The device was not returned to olympus for evaluation; however, the customer did have a conversation with olympus technical assistance center (tac). While speaking with tac, the customer was advised to wipe the electrical contacts on the endoscope connector with lint free clothes to get rid of any remnants on the device. The customer then stated that the issue resolved itself because the scopes were working and the scope communication error was cleared. Follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center displayed a scope communication error while being used with different hd camera heads. The issue was found during at the beginning of a therapeutic laparoscopic tubal ligation procedure. The procedure was completed without any procedural delay with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.